Manufacturer narrative:
Product was returned and investigation was performed. Latest logs saved were from october and event was reported in december. Edge cards were replaced unrelated to reported event. Power cycled unit 3 times and ran dynamic stim tests without any issues.

Event description:
As per reporter device provided inaccurate readings and screw breach was noted during x-ray review. It is unknown if patient underwent a revision procedure or if screw breach was addressed intra-operative.